Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument and srk involved with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Review of the instrument's logs found that the instrument was still clamped when the instrument was removed from the system. As a result the jaws were clamped shut. The logs do not show an error. Failure analysis investigations also found that the srk was lodged in the instrument due to usage of the srk. The grip cable was found to be broken at the proximal end and the pivot plate was also broken. It was concluded that the broken pivot plate was likely due to mishandling/misuse. No other damage was found. Visual inspection found that the srk was broken at the distal tip. The tip that broke off was found to be lodged in the instrument. No other damage was found. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside of the housing of the endowrist stapler 45 instrument during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the jaws of the endowrist stapler 45 instrument would not open, requiring the use of the stapler release kit (srk). However, during use of the srk, the srk broke off in the housing of the endowrist stapler 45 instrument. On 11-30-2017, the intuitive surgical, inc. (Isi) clinical sales representative (csr) provided additional information regarding the reported event. According to the csr, the surgeon indicated that during the instrument's calibration sequence, a noise was heard coming from the endowrist stapler 45 instrument, however, the instrument successfully calibrated. During the instrument's clamping sequence with a green reload on stomach tissue, the instrument clamped at 99 percent. The surgeon then unclamped and re-clamped and the instrument clamped to 75 percent. The surgeon requested to have the instrument removed and installed a replacement green stapler reload onto the instrument and the same noise was heard coming from the instrument, but it calibrated successfully. The surgeon made the decision to unclamp and install a replacement instrument; however, during that time the scrub technician believed that the instrument was not clamped on tissue and attempted to remove the instrument from an unspecified patient side manipulator (psm) thus causing the generation of an unspecified error. The customer placed the srk in hole 1 turned; however when the srk was installed in hole 2 the srk broke. The customer then installed a replacement srk into hole 2; however, the key turned freely. Unable to release instrument's jaws using the srk, the surgeon made the decision to open the instrument housing. The surgeon observed that there was a broken cable. The surgeon was able to manually open the instrument jaw using an unspecified component from the instrument's housing. According to the csr, the surgeon told her that they have not placed the system in a fault state prior to using the srk and the endowrist stapler 45 instrument was not fully seated on the psm when the srk was in use. There is no video recording. There was no patient harm, adverse outcome or injury due to the broken srk issue.